Event description:
A customer observed positively biased phbr quality control results on one sample while using the vitros 5,1 analyzer. No pt samples were tested and no biased results were released. If these results occurred on pt samples, biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event concludes that the phbr result in question was obtained post calibration. There is no indication that the reagent lot or the instrument malfunctioned. The issue was resolved after phbr recalibration using an alternate reagent cartridge and set of calibrators. The root cause of the event is unknown.